Event description:
Caller reported a cartridge alarm identified as alarm 20. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the consecutive cartridge alarms and resolved to replace the pump.